Event description:
The customer stated that he accidentally delivered a 9.3 unit bolus into his body. Paramedics were called to assist the customer in order to prevent a possible hypoglycemic event. The reported blood glucose reading was 140 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.